Manufacturer narrative:
Additional information was provided on 19may2017, by the customer. On (B)(6) 2017, a (B)(6) male patient had a craniotomy procedure. No stereotaxy device was used. The patient was in the supine position and was not repositioned during the surgery. It was unknown of the length of time the product was in use before the event occurred. It was noted that the patient had a 1.5cm laceration to the cranium. Patient outcome was reported as unknown. After the product problem occurred, the skull clamp was tagged and sent to bio med. The integra adult disposable skull pins(a1083) are not available to be returned for evaluation.

Manufacturer narrative:
Linked to mfg report numbers: 3004608878-2017-00180 and 3004608878-2017-00181. Integra has completed their internal investigation on july, 13, 2017. Results: evaluation of returned device; unconfirmed, the device was inspected to the wip and final assembly to the 1101 for product # 454a1001, and found to meet all specifications and requirement. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: could not confirmed reported failure mode listed in the complaint, the units functioned to all requirement and specifications listed in the skull clamp inspection procedure.

Event description:
The surgeon stated he felt the clamp move during surgery. A small laceration was discovered at the pin site. Additional information has been requested.